Event description:
Source called regarding an incident from approx one year ago (march of 1998), in which an employee was injured by cidex soluton in an eye. The individual sought medical attention by having "the eye washed out." No further details were obtained. The matter is confidential. The lot# of the product was not provided.